Event description:
It was reported an arteriotomy closure of a common femoral artery was achieved using a proglide device after an interventional procedure. Reportedly, however, the physician had difficulty re-inserting a .035 "j" guide wire back into the proglide device after deployment of the sutures. After multiple attempts the physician was able to re-insert the guide wire in the proglide device. The device was removed and hemostasis was achieved using the proglide suture. There was no reported adverse patient effect. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of birth (reported as 1956). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.